Event description:
Implants did not integrate into bone and caused ill fit. No pain or injury caused to pt.

Manufacturer narrative:
Dr. (B)(4) called dr. (B)(6) on (B)(4) 2008 to request more info. Dr. (B)(6) had alluded to using incorrect drills but was unaware of any cause of the failures. Dr. (B)(4) concluded failures to be user error. Add'l catalog #: 5012 tsi, lot #: 2412.